Event description:
A customer reported their epiq cvx ultrasound system shut down in the thoracic operating theater. Additional information is being gathered to identify the device use at the time of the event and the procedure performed. There was no user or patient harm reported as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.